Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, post-paced t-wave oversensing was observed on real-time egm. Programming changes were suggested.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that when the symptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed again. Patient was experiencing pre-syncopal symptom of dizziness. The oversensing was noted on a real-time egm. Previously programming changes were made. Additional programming changes were made.